Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection observed that the female luer had two vertical hair line cracks measuring 0.405 and 0.422 inches long; one of the cracks was opposite the injection gate on the luer component. The female luer was inspected under magnification; no stress/ tool marks were observed. The set was received without its detachable luer/ lock valve assembly. Functional and pressure testing was performed; a leak was observed as fluid flowed through the two cracks on the female luer. The probable cause of the reported crack which lead to the leak at the extension set¿s female luer is a combination of material degradation during the supplier process and manufacturing factors.

Event description:
The customer reported a tubing cracked and leaked while connected to a patient. There was no patient harm.